Event description:
Procedure: cholecystectomy. According to the reporter. When the bladder was taken out, the bag was torn. There was no bleeding, and nothing fell into the pt cavity. In order to remove the bladder from the cavity add'l 3 cm resection was done. The procedure was not extended more than 30 minutes. There was no pt injury.

Manufacturer narrative:
(B) (4). (B) (4).